Event description:
On 11/21/2022, it was reported by a sales representative via email that an ar-8934bck knotless suturetak pulled out while terminally tensioning. Two more ar-8934bck knotless suturetak were opened, and both were not co-linear with the inserter and broke before bottoming out the inserter. Case as completed by using a double loaded 3.0 suturetak instead, with a previously drilled hole confirmed on x-ray, and with a drill bit manually placed in the socket. This was discovered during an ankle fracture ad deltoid ligament repair procedure on 11/21/2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.